Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that when the patient woke up, the cadd tubing from the cleo infusion set had disconnected from the clave on her central line, and she felt wet from the medication leaking out. She said she didn¿t have any symptoms from being off the medication and had just taken a shower, with no shortness of breath. There was a patient involvement, no patient injury was reported.